Event description:
The customer reported the cartridge split as the surgeon inserted the aa4203tl silcone single piece lens with toric in the patients eye. The lens remains implanted and the cartridge was discarded. There was no patient injury.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly on (B)(6) 2015, by an assisting nurse, the cartridge split during iol insertion. Lens was successfully implanted without any injury to the patient. The lens remains implanted with no reported postoperative sequelae. Conclusion: based on the complaint history, lot number search, device history record and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Cartridge was discarded. Results: a search by lot number was performed and there were no similar complaints found. Conclusion: (unable to confirm): based on the complaint information and search by lot number, we were unable to confirm this complaint. (B)(4).

Manufacturer narrative:
Evaluation method: device history review. Evaluation results: the manufacturing packaging and sterilization process for the cartridge lot was found to be within parameters and no deviations or findings were reported. The cartridge was not returned. Conclusion: based on the complaint history, search by lot number and device history review, the root cause of this complaint could not be determined. (B)(4).